Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-08588. It was reported that the patient presented at in clinic with both the right atrial and right ventricular leads exhibiting impedance values greater than the upper limit. Programming changes were made. The leads were explanted and replaced. During the procedure it was noted that the insulation was worn on the leads. The patient¿s condition was stable.

Manufacturer narrative:
Analysis found as received, a complete lead was returned in one piece measuring 58.0 cm. Insulation and conductor damage was noted at 31.5 ¿ 33.5 cm from the connector pin, consistent with clavicle crush damage. The rv conductor insulation was fractured. This is consistent with the observation from the field.